Manufacturer narrative:
(B)(4). Date of event estimated as the date of publication. Concomitant medical products: stent: endeavor (52), endeavor resolute (91), cypher (77), promus (76). The promus stents referenced are being filed under a separate manufacturer report number. There was no reported product deficiency and the product was not returned. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU), as a known patient effect. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
The following events were noted through a periodic article review entitled "intravascular ultrasound assessment of drug-eluting stent coverage of the coronary ostium and effect on outcomes". A retrospective, (B)(4) study was performed from march 2008 to september 2010. A total of 459 lesions were treated. Major adverse coronary events occurred in 18 patients (6.4%) of the 18 patients, 4 died from cardiac causes. The following drug-eluting stent types were used: 76 promus stents, 160 xience stents, and 220 non-abbott stents. The article does not directly correlate the adverse outcomes to a specific device/brand/manufacturer. No additional information was provided.